Manufacturer narrative:
(B)(4), date sent: 11/4/2021, d4: batch # unk. H6: component code: mechanical (g04) investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the tt012 device was received with the tip of the sleeve broken. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve may be due to applying an excessive external load on the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records of this lot could not be completed as the lot number was not provided. In addition, a photo was received for review. Upon visual evaluation of the image provided, the sleeve was observed to be torn outside of the packaging. No packaging was observed in the photo provided. The complaint is confirmed. See actual device analysis above this photo review.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats pneumonectomy, the device was broken off during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.